Event description:
It was reported that the pulse generator could not be interrogated, due to premature battery depletion.

Manufacturer narrative:
Final analysis found significant battery depletion below end of life (eol). This caused no output and no telemetry, which prevented interrogation. Flipped bits of product code caused high current drain, which caused the device to go into backup mode and the battery to deplete to 0.67 v (below eol).